Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3: event date: 2004-2010. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Pacoret v, kalk e, labattut l, girardot g, baulot e & martz p (2020) survival rate of cemented versus cementless tibial component in primary total knee arthroplasty over 5 years of follow-up: comparative study of 109 prostheses. Sicot-j 6, 36 https://doi.org/10.1051/sicotj/2020028. Date of event - the article was published on sep 8, 2020. Concomitant devices - unknown natural knee ii tibial component catalog #: ni lot #: ni, unknown natural knee ii articular surface catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that one patient experienced periprosthetic fracture of the femur following knee arthroplasty. Attempts have been made and no additional information has been provided at this time.